Event description:
It was reported that "catheter was placed on thursday (B)(6) 2023, this went well and without any resistance. Friday when removing the catheter the tip was missing. Tip is probably inside the patient. This week there will be an made an extra echo". The patient status is reported as "fine". No report of patient harm or injury. At the time of this report, information regarding the pending imaging has not been made available yet. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
Qn# (B)(4). Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). New information received indicates that this was not a reportable event, thus, the initial MDR submitted on 13 nov 2023 should be retracted.

Event description:
It was reported that "catheter was placed on thursday 02/11, this went well and without any resistance. Friday when removing the catheter the tip was missing. Tip is probably inside the patient. This week there will be an made an extra echo". The patient status is reported as "fine". No report of patient harm or injury. At the time of this report, information regarding the pending imaging has not been made available yet. If additional information is received, the complaint file will be updated.